Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that following implant, while in the recovery room, the physician checked the device once more. While performing the p-wave sensing test, the device was unable to obtain a p-wave measurement, resulting in a loss of atrial markers, despite the lead being able to sense the atrial activity prior to the test. The test was repeated once again using different modes, with similar results. Finally, the physician reprogrammed the pvab (post-ventricular atrial blanking period) and ran the test again, which resulted in the device being able to obtain a p-wave measurement. The device remains in use. No patient complications have been reported as a result of this event.